Manufacturer narrative:
Evaluation: customer returned three photos of the device in situ. An internal clinical review indicated that the event was caused by anatomical changes over time.

Event description:
In 2005, patient had aaa repair using one main body graft and two iliac leg grafts. The angiogram showed that the contralateral limb had pulled away from the main body by a few millimeters. An iliac leg graft was placed into the existing limb to bridge the gap successfully. The pt had been asymptomatic.